Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 intraocular lens (iol) 15.0 diopter was implanted on (B)(6) 2016 and explanted the next day on (B)(6) 2016. Reportedly, the patient was not happy with the outcome and the doctor replaced the lens with another zcb00 iol but a lower diopter, 11.0. The patient is reported as doing fine. No further information was provided.

Manufacturer narrative:
The lens was returned to the manufacturer for evaluation and was received cut in two pieces. Visual inspection at 10x microscope magnification was performed and no damage to the lens haptics was detected. Loose particles/fibers in the optic body were observed compatible with handling the lens out of the sterile environment. Viscoelastic residues were observed in the lens body. The condition observed in the lens is consistent with a lens that has been explanted. There is no indication that the event reported is related to the lens quality. A manufacturing record review (mmr) was performed and the lens was manufactured according to specification. There were no discrepancies found during the mrr and no associated deviation or non-conformity report found related to this complaint. A search on complaints revealed no other complaints were received for this order number to date. Based on the manufacturing record review and analysis of the returned sample, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.